Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm, and disconnected after the alarm. Solution was noted under the heater bag. The cause and location of the leak was unknown. The patient was directed to the hospital to finish the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.